Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that emergency power was active. The fse checked the pcm and found that the connection was lost and recommended to the replace pcm board in the pdu. The fse replaced the pdu control module. After replacement of pdu control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the equipment intermittently reported "emergency power active" and it did not expose. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that power supply control module was defective and it needs to be replaced. Philips has started an investigation of this complaint.